Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, device inventory was inaccurate. The customer reported that the device was communicating, but the data was not being reflected on the server. The machine was out of two or more medications, but the server indicated that sufficient quantities were available. The customer confirmed that medications had been properly removed. The issue was suspected to be related to a synchronization problem between the device and the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 13-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, a technical support specialist (tss) located the anesthesia device in the remote support system (rss) and checked for alerts and logs. The server was also located in secure link (sl), but the access was temporarily unavailable, and a request was submitted to restore access. The customer later reported that users had switched between pyxis machines without prior notification. The customer provided permission to close the case. The system functioned as intended after the technical support specialist investigated the issue.